Manufacturer narrative:
(B)(4). Additional concomitant medical products: stratafix pds plus, vicryl plus suture, stratafix spiral pds plus, prineo. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a knee arthroplasty procedure on (B)(6) 2018 and suture was used. Post operatively, one day after the procedure, the patient presented with wound dehiscence. It was reported that the closures are done by the pa from capsule to skin. Additional information from the surgeon indicates that the pa was not going as deep with the deep dermal bites and had an error in usage and does not opine that there was any product failure. The dehiscence was most likely subcuticular and not deeper. The wound was re-sutured closed in the office and the patients current condition is fine. No additional information will be provided.